Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2023-16865. Related manufacturer reference number: 2017865-2023-16866. It was reported that the patient presented with infection and skin erosion at device pocket site during follow-up in clinic. The device pocket site was noted to red, warm, tender with moderate amounts of drainage. The physician explanted the system ¿ pacemaker, right atrial lead and right ventricular lead. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2023-16865, related manufacturer reference number: 2017865-2023-16866. It was reported that the patient presented with infection and skin erosion at device pocket site during follow-up in clinic. The device pocket site was noted to red, warm, tender with moderate amounts of drainage. The physician explanted the system ¿ pacemaker, right atrial lead and right ventricular lead. The pacemaker, right atrial lead and right ventricular lead was replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
Correction: previously need to mention replacement date for the pacemaker, right atrial lead and right ventricular lead at b5 description.